Manufacturer narrative:
Device evaluation: the pcb00 preloaded insertion system was received in a plastic bag. The plunger component was observed in the advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. Residues of lubricant such as ophthalmic viscoelastics (ovds) were observed in the cartridge component. Visual inspection at 10x microscope magnification was performed. The cartridge tip was observed deformed and with a crack defect confirming the reported issue. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was verified. However as a result of the investigation, there was no product quality deficiency determined. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
When the surgeon went to implant the lens, he noticed that the tip of the cartridge was split. The split cartridge damaged the lens when it was twisted onto the table. The surgeon did not insert this lens into the eye but changed to another lens. No additional information was provided to abbott medical optics.